Event description:
It was reported that the device exhibited an issue with the pump motor drive. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed no external damage. Event history logs were reviewed and showed no errors related to the issue. Functional testing could not duplicate the issue; the device passed all functional and delivery tests. The reported issue was unable to be confirmed or duplicated; the root cause was undetermined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.